Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) while being stored within the labeled temperature range. No patient involvement was reported.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed an integrated circuit lockup.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.